Manufacturer narrative:
The insulin pump was returned for a critical pump error (open book image) alarm, pump error 24, 48 and 23 alarm found on (B)(6) 2021. No critical pump error (open book image) alarm noted during boot up. The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08715 inches. No unexpected critical pump error (open book image) alarm noted during the testing. Successfully downloaded history files and traces using thus. There was no pump error 48 alarm recorded and found in the formatted history file. Per r&d engineer, comlink3 file traces did not identify the reason for the open-book. However, pump error 24 alarm and pump error 29 alarm, was generated since the backup vcc was lower than 2.9v, hw issue. Also, pump error 68, 49, and 23 alarm were generated on the insulin pump startup due to the memory corruption - hw issue. Device was cut open to perform visual inspection and found corrosion on the electronic assembly. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (21.8 milivolts). The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay, a scratched case and a serial number label fading. Critical pump error (open book image) alarm and pump error 48 alarm not confirmed. Pump error 24, 29, 68, 49 and 23 alarm was confirmed due to hw issue. During visual inspection, found corrosion on the electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had pump error. The customer stated that they changed the battery of insulin pump and it would not accepted and they got the insulin pump error. No harm requiring medical intervention was reported. The device will be returned for analysis.